Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's explant procedure to address an ineffective therapy issue (reference reg report: 1627487-2021-18296), a portion of the drg lead broke off and as a result only part of the lead was removed. Surgical intervention may take place at a later date to remove the remaining portion.